Manufacturer narrative:
The customer's reported complaint of user advisory (ua) 45 (not at "home" position after power-on/restart) error was confirmed upon powering up and archive review. To remedy the error, the autopulse shaft was rotated to home position and error message was able to be cleared. Visual inspection was performed and no visible damaged noted upon receipt. Review of archive data showed multiple faults of ua45 (not at "home" position after power-on/restart) error message on (B)(6) 2017. During power up following the ua45 (not at "home" position after power-on/restart) error message, unrelated to the reported complaint, the platform also displayed intermittent ua12 (life band not present) error message. The belt switch assembly was adjusted parallel to the platform case to prevent the re-occurrence of ua12. Once completed, the ua12 error message was able to be cleared. An additional repair and unrelated to the reported complaint , an update was completed to ensure that the autopulse platform was functional without issue. Single point load cell and lcd was replaced, clutch plate deburring was performed to fix the sticky clutch. The autopulse is a resuscitation device and was manufactured on 03/13/2008 therefore this type of damages can occur due to normal wear and tear of the device and is unrelated to the reported complaint. Once the repair was completed, the autopulse passed the run in test and load cell characterization check. The platform passed the final functional test with no issue. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) was reported for autopulse with serial number (B)(4) for the same ua45 not at "home" position after power-on/restart) .the reported complaint was however, unable to be replicated during functional testing.

Event description:
It was reported that during shift check the autopulse displayed ua45 (not at "home" position after power-on/restart) error message upon powering on . Customer does not want to clear the error message and wants to send the unit for repair. No patient involvement was reported.